Event description:
A customer reported a malfunction with their insulin pump, identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send the customer a replacement pump with updated software. In the meantime, the customer was advised to use multiple daily injections as a backup insulin therapy. The customer received instructions on how to store and return the faulty pump along with the need to transfer their settings and cgm connection to the new pump. The customer understood and acknowledged all instructions.